Manufacturer narrative:
G4: 21aug2020. B4: 21aug2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02611 was submitted. Any additional information will be submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
It was reported by the philips service technician that while performing incoming inspection the device displayed an error code indicating faulty or missing battery. The device was not being used on a patient at the time of the event. The issue was noted during incoming inspection testing. A philips service technician confirmed that the battery was present and determine that the battery was faulty.